Event description:
It was reported that the patient had a sensation in his chest near his pacemaker and it feels uncomfortable. Follow up yielded that the right ventricular lead was causing the diaphragmatic stimulation. The voltage was lowered and the sensation disappeared. The lead and device remain in use. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.